Manufacturer narrative:
Date of event is estimated. The allegation is against 3 of 4 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6379255. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2023-01183. Related manufacturer reference number:1627487-2023-01184. It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of 3 leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. It is unknown which leads migrated.

Manufacturer narrative:
The report of lead migration was not confirmed. Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Excessive lead migration may require surgery to replace the lead/s. The report stated that the patient denied any falls or trauma prior to the reported event.